Event description:
A patient reported they experienced the events of ¿felt twinges in right breast¿, ¿pain¿, ¿swollen breast¿, ¿hot breast¿, ¿hardness in the under area¿. Patient, additionally, reported that the physician said breast was inflamed diagnosed through palpation, and physician recommended diprospan (betamethasone dipropionate/betamethasone sodium phosphate), and ibuprofen per 7 days, and a warm compress. After 3 days, breast was not inflamed. Patient feels twinges in the right breast occasionally. The device remains implanted. Healthcare professional reported capsular contracture baker grade iii and "repeated seroma".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data. The events of capsular contracture baker grade iii and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade iii and seroma.

Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was inflammation/irritation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported they experienced the events of ¿felt twinges in right breast¿, ¿pain¿, ¿swollen breast¿, ¿hot breast¿, ¿hardness in the under area¿. Patient, additionally, reported that the physician said breast was inflamed diagnosed through palpation, and physician recommended diprospan (betamethasone dipropionate/betamethasone sodium phosphate), and ibuprofen per 7 days, and a warm compress. After 3 days, breast was not inflamed. Patient feels twinges in the right breast occasionally. The device remain implanted.